Manufacturer narrative:
No pt injury was reported. A gambro field rep evaluated the machine an found that dialysate scale read 0 grams at 0 grams and 3975 grams at 5200 grams. The tech calibrated and verified all scales; ran 1/2 hr simulated run with no problems or alarms; asked for 100 grams removed and 103 grams was shown on screen. 510(k)# is k041005